Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2018) is known. Batch # r59412. Device evaluation summary: the analysis found that one ntlc75 device was returned with the right bearing detached and missing, the left bearing was present and in position within the saddle pin and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 4 drivers up and the remaining drivers were down with staples present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. No functional test was performed due to the condition of the device. The damage on the shroud and the right bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the cutting linear stapler 75mm ntlc75, which at the time of assembling the second refill, the lever to slide and make the stapling is locked. No harm to the patient reported.